Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after activating the hand switch on the bovie electrocautery pencil, the bovie pencil remained on even when not in use (stuck in the on position). A new bovie electrocautery pencil was used for the procedure. There was no harm to the patient or personnel. The incident sample is not available for evaluation.